Event description:
A burning odor was noted in the nursery. The alarm on an isolette was sounding. The motor on the isolette was noted to be burned. The pt was immediately removed and was unharmed.follow up reveals: it was determined that the solid state relay was burned and the motor unit was noted to get too hot. The relay and the motor was replaced and noted to be in working order and the isolette was returned to service.